Manufacturer narrative:
Evaluation results: the complaints of "invalid impedance and no stimulation" were confirmed. As received, the extension had broken wires in the header, the broken wires were consistent with an overstress condition the extension was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. A diagnostic test found impedance issues for all lead contacts. Surgical intervention was undertaken for further interrogation, and intraoperative testing isolated the issue to the patient's lead extension. As such, the device was explanted and replaced. Effective therapy was recaptured for the patient following the procedure.